Event description:
After treatment of an ostial aorta svg restenosed stent lesion, an attempt was made to remove the catheter. The catheter met with resistance and the physician could not retrieve the catheter. Several attempts were made to dislodge the catheter to no avail. The physician then used aggressive force to dislodge the catheter. Upon examining the catheter, the physician noted that the balloon had removed a segment of the pt's stent. The guide wire and the cutting balloon catheter were positioned through the stent making removal of the catheter difficult and eventually removing a portion of the stent.